Manufacturer narrative:
Evaluation of the returned smart coil revealed that the embolization coil was detached from its pusher assembly. Therefore, the reported detachment issue could not be confirmed. Further evaluation of the returned smart coil pusher assembly revealed that the pet lock was broken on the proximal end of the pusher assembly, the pull wire was retracted out of the ddt, and the embolization coil was detached from its pusher assembly. This typically indicates the results of a successful detachment. Further evaluation of the returned pusher assembly also revealed that the distal braided shaft on the pusher assembly was ovalized. The root cause of this damage could not be determined; however, this damage may have contributed to the reported detachment issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician injected an embolization agent into the target location. While attempting to implant a smart coil using the handle, the coil would not detach. The physician attempted to detach the smart coil manually without success. Therefore, the smart coil was removed. The procedure was completed using two additional smart coils, the same handle, and three non-penumbra coils with the same microcatheter. There was no report of an adverse effect to the patient.